Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a cg future 28mm ring was used during a mitral valve repair procedure for a patient being treated for infective endocarditis with mitral insufficiency. During post-implantation testing, persistent central regurgitation was observed, and a product issue was suspected. The ring was explanted and replaced with another manufacturer¿s mitral valve, and subsequent testing showed no further central regurgitation.  No patient complications have been reported as a result of this event.